Event description:
This is report 2 of 4 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the attachment device and burr device had a ¿whipping¿ problem. According to the report, the devices were in use with two motor devices during the surgical procedure. The reporter was unsure which motor device was in use at the time of the alleged malfunction. As a result, there was a two minute delay in the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.